Manufacturer narrative:
UDI : (B)(4). Complaint sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the codman-hakim programmable flushing reservoir set to an opening pressure of 140 mm h2o for pseudotumor cerebri (this was a revision surgery). The shunt valve was not readjusted after implantation, and the patient experienced worsening of headache and nausea, treated with tylenol, dilaudid and zofran. When patient went to fluoro for interrogation, the shunt was found to be at 50 mm h2o. It was only able to be adjusted to 70 mm h2o. Patient was sent back to fluoro three days later, and valve was able to be adjusted to 120 mm h2o. Headaches did improve after this adjustment and patient was discharged with return precautions.